Manufacturer narrative:
Lot #17091060 that was provided. Unable to find manufacture date and expiration date. (B)(6).

Event description:
Information was received indicating that following nasal intubation with a smiths medical portex® endotracheal tube the tube became kinked; blocking out the light and ventilation. There were no reported adverse patient effects.